Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm noted that the customer's reported issue is a normal message indicating that the arterial pressure is unstable or low and gives the operator the opportunity to decide if the calibration should be executed. The stm completed a full safety, functionality, and calibration check. All tests passed to factory specifications and the iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) experienced an "optical calibration failure." The customer switched to another iabp unit to continue patient therapy without issue. There was no patient harm; thus no adverse event reported.